Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the cable broke while opening the forceps. No pieces from the device detached and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken and the other pull wire was outside the tang hole. Additionally it was noted that the needle tail was bent and protruding from the clevis. The device welding and riveting was found to be within manufacturing specifications. Material analysis determined that the fractured component did not present any material anomalies, but presented a compression zone, evidence of fatigue striations, and mechanical cut marks. Functionally, the returned unit was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that a cable was broken. The evaluation attributed the pullwire break to the mechanical cut marks exhibited at the failure site. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the cable broke while opening the forceps. No pieces from the device detached and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)